Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and noted cracks on the side of the cassette without any sign of physical damage. Pressure testing was performed and a leak was verified at the crack on the side of the cassette. Sample analysis verified the reported event. Upon conclusion of the investigation, the cause of the event was a cracked cassette. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a leak that was observed in a patient line during the priming phase of peritoneal dialysis therapy. There was patient involvement; however, there was no indication of patient injury or medical intervention associated with the reported event. No additional information is available at this time.